Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and mesh was implanted. In 2014 or 2015, the patient experienced vaginal erosion, pain and other unexplained symptoms. The patient continues to suffer from urinary incontinence. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.